Manufacturer narrative:
Received 1 used catheter for evaluation. The reported event was unconfirmed as the problem could not be reproduced. Per the visual inspection, no obvious defects were found. No manufacturing defects were observed. During the functional evaluation, the returned sample was inflated with air and deflated without problems. The catheter balloon was then inflated with 10cc of a mix of tap water and blue methylene, using a syringe. The catheter was then deflated without difficulty by itself, using a syringe. Under visual evaluation with 10 x magnification glass, the notch perforation was found correct. No defects after deflation were found. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following: "recommended inflation capacities 3cc balloon: use 5ml sterile water, 5cc balloon: use 10ml sterile water, 30cc balloon: use 35ml sterile water. Do not exceed recommended capacities. To deflate catheter balloon: gently insert a syringe in the catheter valve. Never use more force than is required to make the syringe ¿stick¿ in the valve. If you notice slow or no deflation, re-seat the syringe gently. Allow the balloon to deflate slowly on its own. Do not aspirate or manually accelerate the deflation of the balloon. If permitted by hospital protocol, the valve arm may be severed. If this fails, contact adequately trained professional for assistance, as directed by hospital protocol. Visually inspect the product for any imperfections or surface deterioration prior to use." (B)(4).

Event description:
It was reported that the device had a ridge on the outside and was reportedly difficult to remove.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the device had a ridge on the outside and was reportedly difficult to remove.